Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, error e486 indicates treatment instrument unconnect and it occurs when the following event occurred. It is unclear which event had been led to e486 occurrence. - olympus treatment instrument(include high frequency treatment instrument) and/or cable is improperly connected. - malfunction of the electrosurgical generator. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: due to limitation of text characters added here: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator displayed an error code e486 when using thunderbeat. The issue occurred during reprocessing of the device. There were no reports of patient harm.